Event description:
It was reported that pump screen was dark and would not turn on, and customer experienced extreme difficulty pressing button, often needing multiple presses for screen to turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in removing pump from case and in using firm, centered button presses with support on bottom of pump, which allowed screen to turn on, and technical support arranged for pump replacement, noting pump was already in process of being replaced under existing case.